Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was selected for use. The physician noticed that there was a resistance when he tired to deliver the opticross. While they started to pull back on the catheter,he still felt the resistance. However, when they pulled the catheter and wire out, they saw that the wire was coiled inside the opticross. The procedure was completed using a different device. No patient complications were reported and the patient status was fine.